Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, the surgeon could not get the proximal screws into the nail plate. The guide was not aligned with the drill, so the drill bit became stuck in the drill guide. Surgery was delayed approx 45 mins.